Event description:
Champion af study. It was reported that a pericardial effusion, cardiac tamponade, and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and a watchman truseal access system (was). Following implant of the closure device, a pericardial effusion measuring 19mm was observed as well as a left to right atrial septal shunt measuring greater than 3mm. The pericardial effusion resulted in cardiac tamponade measuring 1.93cm with evidence of a cardiac perforation. A pericardiocentesis was performed. One day post procedure, a transthoracic echocardiogram revealed a pericardial effusion measuring 9mm in the same location as the pericardial effusion of the previous day. The patient developed tachycardia, a pleural effusion, acute hypoxic respiratory failure, and healthcare associated pneumonia (hcap) in the left lower lobe of the lung. A pericardiocentesis was performed, apixaban was discontinued, and antibiotics were administered. On (B)(6) 2022, three days post index procedure, the patient was stable and discharged with prescriptions for aspirin and apixaban.